Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer report number: 2017865-2023-36506 related manufacturer report number: 2017865-2023-36507 it was reported that the patient was presented in clinic with wound dehiscence, swelling and pus. The pacemaker, atrial lead, and right ventricular lead were removed. The patient was in stable condition.